Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 8 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a short pump stoppage alarm occurred on (B)(6) 2018 during battery support. The patient was asymptomatic. A driveline disconnected alarm was also displayed, but not confirmed by the patient. X-ray images showed no anomalies. An external percutaneous lead (driveline) evaluation was performed by the manufacturer's technical services on (B)(6) 2018. The alarm could not be reproduced by manipulating the external part of the driveline or through body movements. A non-grounded patient cable for use with the power module was issued to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported alarms were confirmed via the submitted log file, the cause could not be conclusively determined. The submitted log file confirmed a pump stop event. Pump power appeared elevated during these events and each event occurred while the system was supported by battery power. Based on abbott¿s previous complaint experience, the captured events appeared consistent with a potential driveline issue. X-rays of the driveline were submitted for evaluation but appeared inconclusive for potential driveline damage. Clinical specialist performed a visual inspection of the driveline. Testing did not reproduce any alarm. The clinical specialist opened the silicon layer of the driveline to look for fluid/blood deposits (see attached image); however, nothing was found. The shielding was telescoped it was reported that the phases were visible. Two parts of the driveline were reported to have rescue tape repairs. The heartmate ii instructions for use (IFU) patient management section contains information regarding wear and tear to the driveline. The patient handbook also contains a section on caring for the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depended upon length of use and patient handling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.